Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was successfully achieved with two proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, suture placement in the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to the evar procedure; however, when the lever was raised the foot failed to deploy. When this action was performed, the device made a sound that is not common in that step. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures in the rcfa and the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - use after damage. Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The difficulty deploying the foot and noise were not confirmed. The electronic perclose proglide instructions for use (IFU) states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.correction: d9, h3 - it was initially reported that the device would not be returning for analysis; however, the device was returned. H6: type of investigation code 4115 was removed. Investigation findings code 3221 was removed. Investigation conclusions code 4315 was removed.

Event description:
Additional information was received stating that the plunger of the proglide device was removed even though the foot failed to deploy when the lever was raised. When the plunger was removed from the proglide device, no suture present. No additional information was provided.